Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that they had engagement issues on two vessel sealer (vs) instruments. The procedure was converted to laparoscopic surgery. There was no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer (vs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm nor replicate the customer reported complaint, "recoverable and arm specific error functionality is not available." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No damage was found.